Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before use of the bd angiocath¿ IV catheter the tip of the needle was dirty. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the needle tip was dirty.

Event description:
It was reported before use of the bd angiocath¿ IV catheter the tip of the needle was dirty. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the needle tip was dirty.

Manufacturer narrative:
Investigation summary: bd received an opened sample and sent for spectral analysis. It was verified there was foreign matter and silicone. According to ftir analysis shows that this material is probably polypropylene. Based on the investigation of the photos and ftir test shows that the material found in the catheter is probably polypropylene, while the transparent material is probably silicone. Polypropylene is the raw material of angiocath needle protector. From this it can be concluded that this may have been the origin of the foreign matter, however it cannot be determined how the protector's detached particle was found in the catheter. According to analysis performed, there was also visible silicone in the catheter. Based on investigations into angiocath visible silicone complaints, it has been found that the root cause of this catheter defect is caused by the excessive amount of silicone that is dispensed during catheter siliconization and the final assembly process. A corrective action project (CAPA 450094) has been initiated to investigate the excess silicone issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot.